Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the vent cap was difficult to remove. The user reported, the cap broke and remained on the device. The user used a scalpel to remove the cap. The cannula was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.